Event description:
Rv oversensing / lead integrity issue. Noted notched egm on farfield r- wave. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).